Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/11/2016. Complaint for a detached sensor wire could not be confirmed. The root cause could not be determined. The transmitter was removed prior to removing the sensor pod. The dexcom g5 mobile continuous glucose monitoring system states: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
An applicator (lot number 5209393) was returned for evaluation. A visual inspection was performed and ftesting cocluded that fan investigation was unable to be completed due to only the applicator being returned. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined.